Manufacturer narrative:
Product analysis: the device returned with a detachment on the hypotube. Kinks were evident on the hypotube proximal/distal to the detachment site. The detachment site on the hypotube material was oval and jagged. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Additional information: it was later detailed that by rupture meant deformation. The procedure was completed using one onyx trucor with no issues noted. Initial reporter's phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a and c codes. H3 device evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving three resolute integrity coronary drug eluting stents, while the devices were crossing the calcification, the struts of the stent were getting ruptured. There were also problems noted removing the devices. The devices were not inspected. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.